Event description:
The customer reported drop damage to a monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported drop damage to a monitor. No pt harm was reported. The limited available info does not indicate any monitoring problem. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.